Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 96 mg/dl and the sensor glucose was 60 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated that the sensor glucose value that triggered the suspend on low or suspend before low event was 60 mg/dl. Customer stated that the threshold suspend or low suspend limit in sensor settings was 60. Customer. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and found cannula twisted and bent at sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.